Manufacturer narrative:
UDI: unknown. Date of event is estimated as (B)(6) 2017. Date of implant is estimated as (B)(6) 2014. (B)(4). Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to erosion. W

Event description:
Following information was reported during the following presentation at the ¿the 47th annual meeting of the (B)(6) society for cardiovascular surgery¿ on (B)(6) 2017. ¿new preventive strategy for distal erosion in dissection treatment with tevar¿ by (B)(6). On an unknown date (between (B)(6) 2013-(B)(6) 2016), the patient underwent endovascular repair of chronic dissection using a conformable gore® tag® thoracic endoprosthesis (tgu282810/lot # unknown). Three years post operatively, a distal erosion was identified at the edge of the ctag device. The treatment performed to repair the distal erosion is unknown.